Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting, the fse found that the flexvision pc was not starting, and it has no power supply. Review of the system log file showed that there was malfunction with the flexvision pc, and the host pc was not connecting to the flexvision pc. The fse replaced the flexvision pc and downloaded board software. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc and identified that the failed component was main pba (printed board assembly) and there was malfunction with the pcb (printed circuit board) mainboard/motherboard. After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.